Event description:
Device was used to irrigate a wound. Device was noted to have heated up significantly while in use. At the end of use the device tubing/wires are cut removing the "power pack" containing 6 aa batteries. The device is opened in order to retrieve batteries and properly dispose of them. Rn was unable to open the device and placed the device in the trash container. A popping noise was heard and smoke was noticed coming out of the trash container. Water was thrown on to the container and the container was rolled out of the ER. The device was retained and forwarded to the environmental safety department. Manufacturer response (as per reporter) for handpiece for pulsed irrigation system, surgilav plus handpiecethey have pulled the lot from our facility and replaced with other product. We have had a history of issues with this product. The company is evaluating the product and will report back their findings